Manufacturer narrative:
(B)(4). The reported complaint of "leak - cuff" could not be confirmed since the actual sample was not returned. The customer returned one representative sample in place of the actual sample that resulted in the complaint issue. Upon functional inspection, no problem was found with the returned device as it was able to properly inflate and deflate. No leaks were found with the sample. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined without the actual device. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "tonight we had to replace two of these tubes on the same patient, and eventually found an old shiley taperguard tube which worked well." No further details are available. Two devices were involved. Associated mdrs: 3003898360-2026-00325.